Event description:
It was reported that approximately two (2) hours after a successful monarch-assisted biopsy procedure, a pneumothorax was identified while the patient was still in the hospital, and a chest tube was placed. The patient was discharged the next day. There were no reported issues with the monarch system. The physician stated that the cause of pneumothorax was the anatomy of the patient's nodule and the severity of their lung disease. The physician also stated that the pneumothorax was not caused by the monarch platform. Pneumothorax is a known potential risk of peripheral lung biopsy.